Event description:
Subsequent to the initial medwatch filed, information received as follows: the vessel treated was the right coronary artery.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the inflation/leak was indirectly confirmed via the presence of a hole in the outer member. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified artery. The 2.5x8 mm trek balloon catheter was advanced to the target lesion without resistance felt. The attempt to inflate the balloon failed. The balloon catheter was retracted outside the patient without issue and after the procedure the balloon catheter was tested and contrast media was seen leaking out of the proximal section of the shaft. There was no kink or any other damage observed to the shaft. The target lesion was successfully treated with a new trek balloon of the same size. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.